Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 33 months ago. Aneurysm size at the time of implant was not reported. At the time of implant, the distal aorta was 16 mm in diameter, and the distal aortic neck was 2 cm long. The iliac vessel morphology at the time of implant was not reported. The pt was initially treated with a tube-graft formation, two 28x28x40 aneurx cuffs, a 34x34x28 talent cuff, a 36x36x26 talent cuff, and an aneurx 20x20x55 limb were implanted (in that order proximally to distally) without going all the way to the native aortic bifurcation. No bifurcated stent graft was implanted. Since the distal aorta was too narrow. No fem-fem bypass was performed either, as there was a long enough distal seal zone. It was reported that a recent routine CT there was a good proximal infrarenal seal; however, the distal aortic neck had dilated to 20 mm in diameter and shortened to only 1 cm in length, which caused a distal type I endoleak. The distal aneurx limb is not floating in the aneurysm sac, and the aneurysm has also enlarged in size to an unk diameter. Two aneurx iliac limbs were implanted which excluded the aneurysm and resolved the distal type I endoleak. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak). Results/conclusion: (disease progression). (No bifurcated stent graft was used).